Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to perform displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on screen. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.